Event description:
An article was received that reported multiple adverse events and deaths. The current report captures the adverse events associated with the lead. MFR.report # 1644487-2017-04313 captures the deaths reported by the article. MFR.report # 1644487-2017-04314 captures the infections reported by the article. One patient experienced recurrent paralysis, which is suspected to be vocal cord paralysis. No further relevant information has been received to date.

Manufacturer narrative:
Patient identifier, corrected data: (B)(6). Initial MDR inadvertently did not list the patient identifier. Date of event, corrected date: (B)(6) 2017. Initial MDR inadvertently did not list the event date.